Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report c-34 error (hf voltage too low in on state) occurring frequently on viodv when activating monopolar energy. Tse advised restarting the generator, connecting the power cable directly to a wall outlet, and if possible, lowering the effect setting by one level. If the issue persisted, tse recommended using an external generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed robotically in its original configuration using same generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.